Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that nearly 4 years after dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. In addition, 80ncm of primary stability was achieved and the patient presented bone type ii.